Event description:
The advocate stated that the customer received a blood glucose reading of 184 mg/dl using his contour meter. His glucose was also tested with another meter and that reading was 84 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.